Manufacturer narrative:
The reported problem could not be confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they could not duplicate error code/ messages. Lvp bezel post recall completed. Replaced bezel assembly. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 12nov2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an unknown error during testing. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device received an unknown error during testing. There was no patient involvement.